Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The processor/bridge/pace board was replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. No trend associated with similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.